Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and displacement test. Device passed the delivery accuracy test. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose was 500 mg/dl. The customer experienced the symptoms related to the high blood glucose such as vomiting. The customer was treated with the manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The drive support cap appeared normal. Customer was neither in emergency room, nor admitted into hospital, as a result of low blood glucose. Based on customer report customer was not allege insulin pump was under delivering. The customer stated that high blood glucose has been treated already and they declined to continue the troubleshooting. The insulin pump will not be returned for analysis.